Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached end of service (eos) three months post implant. The ipg wireless telemetry was no longer available and lead impedance warnings were displayed for both the right atrial (ra) lead and the right ventricular (rv) lead. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a damaged integrated circuit. Hybrid analysis confirmed high current drain was from a damaged accelerometer integrated circuit. If information is provided in the future, a supplemental report will be issued.